Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c146e, serial/lot #: (B)(4), ubd: 26-may-2024, UDI#: (B)(4); product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 28-oct-2023, UDI#: (B)(4); product ID: etew1313c82e, serial/lot #: (B)(4), ubd: 14-sep-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during de novo procedure. Two sentrant sheath and three reliant balloons were also used in the procedure. It was reported that the patient presented emergently with increased shortness of breath. Patient was admitted with acute exacerbation of congestive heart failure. Upon further review nstemi was diagnosed . Blood transfusion, medication, bi-pap and intubation were performed. The patient expired 3 days later.  The site assessed the event as not related to the study procedure. The sponsor assessed the event as possibly related to the index study procedure since event occurred less than 30 days from index procedure. No additional clinical sequelae was provided and the patient has expired.

Manufacturer narrative:
Additional information: it was reported that on the same date of the index procedure , the patient had a surgical cut down to the left calf. It was reported that 2 weeks later, the patient complained that the wound had re-opened and bled on and off. The patient was hospitalized 8 days later with sob. The patient had a wound care consultation with a wound care nurse the next day. The nurse discussed options for care of the wound. The site assessed this event as having a causal relationship to the study procedure. Wet to dry dressings were applied to the wound of the left lower leg. Congestive heart failure was the cause of the hospitalization. The acute blood loss source was noted to be from the left calf wound. It was noted when the patient was admitted to hospital the patient was found at the bedside by a nurse in a large amount of pooled blood. The patient was moved back to bed and was found to be agonal and non responsive. Intubation was performed shortly after loss of pulse. It was reported the start date of the nstemi is undetermined. The site assessed the nstemi as possible related to the index procedure. The sponsor assessed the nstemi as possibly related to the index procedure. The acute blood loss/anemia was assessed by the site as possibly related to the index procedure. It was noted the patient was on a heparin drip during the hospital admission. The sponsor assessed the acute blood loss as possibly related to the index procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the site assessed the acute exacerbation of congestive heart failure as possibly related to the study procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information : the site assessed the acute exacerbation of congestive heart failure, the acute blood loss/anemia, the left lower leg wound and the nstemi events as not related to the study device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.